Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the targeted location and resulted in moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed without improvement. Subsequently a second transcatheter bioprosthetic valve was implanted, valve-in-valve, and the pvl improved. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.